Event description:
A periodic review of the manufacturer's programming history database identified an instance of high impedance on the patient's generator. At a later appointment, impedance was within normal limits, suggesting a potential intermittent fracture. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that after the patient's generator was replaced due to battery depletion (battery too low to communicate), high impedance was detected on the patient's next generator. The lead was not replaced during the surgery. The new generator was left off. No further relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the explanted generator was discarded. No further relevant information has been received to date.

Event description:
It was reported that the patient's lead was replaced due to a fractured lead. High impedance resolved after replacement. The explanted product has not been received to date. No further relevant information has been received to date.

Event description:
The lead was returned and underwent product analysis.. Note that a large portion of the lead including the electrodes was not returned; therefore a complete evaluation could not be performed on the entire lead product. Two lead breaks were identified in the returned portion of the lead and multiple abraded openings in the inner and outer tubing. These abraded openings were likely the leakage path for the dried body fluids within the inner and outer tubing. A half set of setscrew marks was found near the end of the connector pin, indicating the connector pin had not been fully inserted into the cavity of the generator at one time; however a full set was also observed, indicating there was a good electromechanical connection with a generator at one point in time. With the exception of the observed discontinuities and abraded openings the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure.